Event description:
It was reported that on (B)(6) 2022 an incident was occurred. During the incident, the tibial nail advanced was inserted during a suprapatellar approach. The patient was positioned with a bone foam with a bump underneath the knee. After locking distally, the backslap was attached to the hammer guide and backslapped. During back slapping, the back slap was unable to be taken off. Surgery proceeded, and s1 was drilled. The drill bit hit the nail for s1, so pulling forces were engaged on the aiming arm to relieve pressure and drill bit hitting posterior. Hammer guide was unable to be taken off with backslap attached intra op, and aiming arm had a slight crack after removal. There was 6 mins of surgery delayed due to the reported event. There was no adverse consequences to the patient. This report is for one (1) driving cap this is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a manufacturing record evaluation cannot be performed due to lot number being unknown. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that there was no damage or defects with the driving cap. In addition, the driving cap was observed assembled with the mating device (hammer guide). As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for driving cap. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.